Event description:
Two stents used: pre dilated right kidney w/40x20 viatrac balloon, and dilated the left kidney w/50x20 aviator balloon: used a cordis rdc-1 guide catheter on the right kidney and an im guide catheter on the left kidney. Used a spatacore .014 guidewire during the procedure. In the descending aorta. On both incidents the stents jumped back, right side jumped back 3-4mm back into the aorta, and left stent jumped back 2mm into the aorta. This physician suggests this a lack of an optimal result. The physician stated, "it will be very difficult getting back into the right kidney if re-stenosis should occur.